Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of sometimes cut, sometimes not; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with a tip protector, in a tray along with other components, for the report of sometimes cut, sometimes would not cut. The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face, white foreign material in the port, and dark foreign material and fibers at multiple locations along the needle. The sample was then functionally tested for actuation and cut and was found to be non-conforming for both functional tests. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and a couple other locations along the inner cutter. Wear marks were also observed at multiple locations along the cutter. Orange/brown foreign material was observed on the tip and on a couple other locations along the cutter. The o-rings, diaphragm, spacer, and spring are all intact. Light brown, wet foreign material was observed on the back o-ring inside of the probe cap. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the probe had a cut failure, and also indicated that the probe had an actuation failure. The root cause for the actuation and cut failures, as well as the observed foreign material, is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the vitrectomy probe would sometimes not cut. The probe was switched out to complete the case.